Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope. The patient was evaluated in the clinic. The cause of the syncope has not been reported at this time. No additional adverse patient effects were reported. This product remains in-service.